Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman flx delivery system with the implant deployed out of the sheath and detached from the core wire. The device was bloody. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed damage to the silicone valve. Inspection of the rest of the device found no other damage or defect to the device. The device was functionally tested by attaching a syringe (filled with water), and positive/negative pressure was applied with the valve open and closed. The device could not be flushed properly, with air not being completely evacuated from the system, despite establishing backflush. The reported air in the system was confirmed.

Event description:
It was reported that air was in the system. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. A 35mm watchman flx device was prepped. Once it was completely de-aired it was inserted through the was. Air was noted in the device catheter prior to deployment. The air was attempted to be aspirated, but more air was noted. The wds was pulled proximally to ensure it was not against the wall, but more air was aspirated. The device was removed from the was, and back bleeding was noted. Upon inspection, it was noted that the connection between the device catheter and the y-port was loose. A second 35mm wds was used with the same was. All connections were checked and tightened with prep. The 35mm device was successfully deployed and released.

Event description:
It was reported that air was in the system. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. A 35mm watchman flx device was prepped. Once it was completely de-aired it was inserted through the was. Air was noted in the device catheter prior to deployment. The air was attempted to be aspirated, but more air was noted. The wds was pulled proximally to ensure it was not against the wall, but more air was aspirated. The device was removed from the was, and back bleeding was noted. Upon inspection, it was noted that the connection between the device catheter and the y-port was loose. A second 35mm wds was used with the same was. All connections were checked and tightened with prep. The 35mm device was successfully deployed and released.